Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. No testing performed on incomplete extension. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer's report: 1627487-2010-01774 and 1627487-2010-01773. The patient received her scs system which included two leads, two extensions and one ipg on (B)(6)2007. The patient reportedly presented to the facility in (B)(6) 2008, complaining of pain and warmth at the implant and ipg-to-lead connection site. Examination of the patient's system found positional and intermittent stimulation, low impedances and a system infection. The entire system was explanted on 01/02/2008. Follow up on the patient found no other issue reported. The devices were returned to the manufacturer for analysis . No further information is available.